Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The lesion being treated was located in the tortuous, 'tough' calcified proximal left circumflex (lcx) artery. The physician attempted to placed the 2.75x12mm liberte bare metal stent, but was unable to cross the lesion. Upon removal of the stent delivery system, the shaft was found to be broken. The physician used a non-bsc balloon and the procedure was not completed because another of the same liberte stent was not available. No pt complications were reported. Pt status reported as "stable".